Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op follow-up, a loss of sensing and capture was observed on the right ventricular lead. Varying impedance measurements were noted as well. No patient symptoms were reported. X-ray imaging was normal. The lead was successfully explanted and replaced.